Event description:
It was reported while using bd smartsite¿ extension set smartsite¿ needle-free connector the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: broken.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set smartsite¿ needle-free connector the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: broken.

Manufacturer narrative:
H.6. Investigation summary: a 20039e sample was not available for investigation; however, the customer suggested the complaint sample was from lot 22075103. The feedback provided by the customer suggests the tubing was broken. As part of the feedback the customer provided a photograph; analysis of the photograph reveals the tubing to have been cut at an angle. A close inspection of the packaging also revealed a discontinuity in the packaging seal. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. If the set is not coiled in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged and flattened appearance of the tubing. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 22075103 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e product over the past 12 months.